Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a healthcare provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient presented with an overdischarged implantable neurostimulator which could not be read by the clinician programmer. The patient stopped using the stimulator not too long after it was implanted because it did not seem to help with his pain. He let he implantable neurostimulator become overdischarged not too long after that. The physician wanted to try and recover the implantable neurostimulator through a physician recharge mode; however, the patient did not have his recharger with him at the time of the report, so the manufacturer representative could not go through the process with the patient. The patient was going to reschedule another appointment if he decides that he wants to go through the process. The issue was not resolved at the time of the report. Additional information received from a manufacturer representative (rep). It was reported that on (B)(6) 2019 a physician recharge mode was initiated on the patient's ins. The ins was revived and the patient continued to charge the battery in regular charge mode until it reached 50 percent. The por was then cleared using the clinician programmer. The rep did try turning on the ins to reprogram it and check the status, but the battery discharged in less than 10 minutes. The patient was instructed to put the charger back on the ins and go home and charge to 100%. Later that evening, the patient contacted the rep and stated that his implant simply would not hold a charge. The rep told the patient that they would let the clinic know and they would need to re-evaluate his situation. The patient has a follow-up appointment on (B)(6) 2019. No further complications were reported.